Event description:
It was reported that cartridge did not fully snap into pump and customer noted plastic piece was missing from bottom of cartridge, later sending photos that showed missing piece and piece reattached in cartridge. There was no reported impact to the customer¿s blood glucose level. Customer removed case from pump and inspected pump and connection area as instructed, but could not continue troubleshooting due to needing to go to work, and customer technical support advised that customer would call back when ready to continue and closed case with no further action taken at that time.